Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked to the extent that the touchscreen became unresponsive, consistent with physical damage to the device enclosure and display. Symptoms included none, with blood glucose reported in range and unaffected. Outcomes included use of an alternative insulin therapy while awaiting a replacement device, with no reported clinical impact, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included collection of device identifiers, photo verification of the damaged screen, confirmation of shipping information, and user instruction to shut down the device, sync data to the mobile app, and continue cgm use via app or receiver. Investigation of this device revealed damage attributable to external impact to the display assembly, with a nonfunctional user interface consistent with cracked screen and loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or performance.